Event description:
The patient contacted animas on (B)(6) 2012 stating that all the keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The ok button was also intermittently hyper responsive. The patient denied any damage to the keypad or any evidence of moisture in the pump. The patient reportedly wore the pump under a garment in a case and cleaned the pump with disinfectant wipes. There is no adverse event with this complaint. This complaint is being reported because of the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn over the ok and down arrow buttons. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the ok, up and down arrow keypad buttons were intermittently unresponsive. During investigation, evidence of contamination was found under the button contacts and the ok and down keys were found to be inverted. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Unrelated to the complaint, the vibration motor contacts were found to be misaligned. The alleged malfunction is not likely to cause an adverse event because the audible alarm mechanisms still function and will still alert the user should the pump emit an alarm.